Event description:
It was reported that during the patient's ipg replacement on (B)(6) 2024 (related manufacturer report number: 3006705815-2024-04763), one lead had high impedances during intra-op testing. As a result, the impeded lead was explanted and replaced to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 4037562.